Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device, using the pre-close technique, via a 7f sheath prior to an interventional electrophysiology procedure. Reportedly, no suture was present when the proglide plunger was removed. The sutures of another proglide device were successfully preplaced. The electrophysiology procedure was completed and hemostasis was achieved with the successfully preplaced proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.